Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 100mcg/ml at 49.96mcg/day and bupivacaine, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. A motor stall was seen at initial interrogation. Motor stall and recovery and stopped pump period may exceed tube set. The motor stalls and recoveries began on (B)(6) 2017 and the tube set occurred on (B)(6) 2017. The reporter stated they thought the patient may have had an MRI that could have occurred on (B)(6) 2017. Trouble shooting was reviewed and the reporter stated they had already silenced the alarms but would check the logs again to see if a recovery had occurred. The company representative would update the healthcare provider and double check the pump again along with reviewing the option of replacing the pump. No patient symptoms were reported and there were no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the plan was to replace the patient¿s pump. The reporter did not currently have the surgery date or any additional information. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the cause of the motor stalls was not determined. Per the healthcare provider one of the stalls occurred after an MRI and the other stalls occurred for no apparent reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.